Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the rep taught the patient how to reposition the charger, hit the green button and then wait for connection information. Patient was moving the charger head dynamically previously. Rep told patient to call back if issue does not resolve and has not heard back since.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). Patient reported that they fell about 2 weeks prior to report, and they were in a lot of pain and having charging issues.